Manufacturer narrative:
The reported events were lead dislodgement and intermittent capture. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic due to discomfort. Fluoroscopy revealed lack of slack on the right ventricular (rv) lead. Device interrogation revealed intermittent capture and dislodgment via fluoroscopy on the atrial (ra) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.